Event description:
Customer reported that she experienced high blood glucose all day. Blood glucose value was over 600 mg/dl. Customer stated that the insulin pump is not delivering insulin and the device is not alarming no delivery. Customer performed a 5.0 unit fixed prime; insulin did exit the tubing. Customer was advised to change the infusion set. High pressure test not performed as the customer did not have a tubing clamp. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.